Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of bupivacaine at 11.977 mg/day and an unknown con centration of dilaudid at 8.982 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient overdosed 2-3 weeks after the implant. No further complications were reported.